Event description:
Catheter inserted for urine specimen collection. On removal catheter tip felt folded over on itself making removal very hard. Pt was sent to hosp and evaluated by urology service; catheter removed. Retrograde cystourethrogram done and pt started on antibiotics.